Event description:
In (B)(6) 2012, I had essure inserted because we were done having children and I was told by my ob/gyn that essure was safe even after I told him of my nickel allergy, and I was not looking to have surgery and miss any time from work. As soon as the essure was placed, I had abdominal pain and cramping but thought it was my body's way of getting accustomed to the essure. At the big testing, it showed I was completely blocked and I expressed my concerns on abdominal pain, dizziness, joint pain and cramping with heavy menstrual periods that lasted for over a week when my normal was hardly any bleeding, no cramps and would last maybe 3 days. My doctor dismissed it and said everything is okay and its my body's way of getting accustomed to the essure. I started having more side effects to the point that I had to change doctors, as mine wouldn't listen, and was told I may be having seizures and possibly a heart condition, had to leave my job in (B)(6) 2012 and was able to return in late (B)(6) 2013 after essure was removed and most of my symptoms went away. My essure removal was on (B)(6) 2013 and was done by having to have a partial hysterectomy.